Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with a significant bend of less than 90 degrees was located in the severely tortuous and mildly calcified left circumflex artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the tip side of the stent strut was lifted when the device was advanced into the lesion. The procedure was completed with another of the same device. There were no patient complications reported.